Event description:
Additional information was received that reprogramming was performed to resolve event.

Event description:
During a remote follow-up, an increase in capture threshold which resulted in loss of capture (loc) and an increase in pacing impedance was observed on the right ventricular (rv) lead. The patient is not pacemaker dependent. Rv lead encapsulation is alleged. Diagnostic imaging was performed and no abnormalities were observed on the lead. No intervention has been performed at this time. The patient was stable with no consequences.